Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalizations was over 400 mg/dl. Caller stated that the customer's insulin pump was alarming. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed due to corroded motor home switch. Unable to perform basic occlusion, occlusion test, prime test, excessive no delivery test and displacement test due to excessive alarm anomaly. Cracked case all corners of display window, cracked reservoir tube lip, scratched display window, broken belt clip slot and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The information provided in the initial report was not all available at that time. The correct/updated information has been provided with this report.

Event description:
It was reported via phone call by customer's daughter that the insulin pump alarmed motion sensor and motor position encoder error. The customer's blood glucose at time of the alarm was 255mg/dl. The daughter mentioned customer was in a car accident, but was not the driver. The customer was not wearing the insulin pump at the time of hospitalization due to insulin pump being broken. The customer was advised to treat blood glucose with syringe.